Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 23, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the sm mpp gel 275cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 275cc breast implant was found to be ruptured, it was received in two pieces and incomplete. A microscopic examination was performed, and the cause of the tear could not be identified. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported a that a (B)(6) year-old female patient who underwent breast surgery with a 275cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with a 275cc mentor memorygel left breast implant and a 300cc mentor memorygel right breast implant on (B)(6) 2021.